Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event due to the limited scope of the study. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A study on "pharmacokinetics and tolerability of exenatide delivered by 7-day continuous subcutaneous infusion in healthy volunteers" by vlasakakis g., johnson s.l., lin j., yao x., gruenloh c.j., chism j.p., nunez d.j. From adv. Ther. 2015 32:7 (650-661) focused on formulations of small peptides to treat type 2 diabetes mellitus delivered by continuous subcutaneous infusion. Systematic exposure of exenatide, an exemplar peptide, was infused in healthy subjects using paradigm revel insulin infusion pumps. Three adverse events were noted in the study, but none were considered serious or led to withdrawal from the study. It was also found infusion of exenatide was interrupted for several hours during the night of day 6 of the study due to an infusion set detachment. The study showed sustained delivery using an infusion pump allowed control and flexibility when investigating pharmacokinetic/pharmacodynamics.